Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to impedance greater than 3,000 ohms on the right atrial (ra lead). The device remains in service and programmed to unipolar. No adverse patient effects were reported.